Event description:
The plaintiff's attorney alleged that the decedent expired on or about (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1225714-2014-04019.